Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the bulb in the unit only lasted 164 hours and then went out.